Event description:
A malfunction was reported with code malf 12, but there were no notable events that occurred prior. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the customer acknowledged and understood.